Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An allegation was made that the 630g insulin pump malfunctioned and failed to deliver the correct dose of insulin to the customer, resulting in multiple injuries, including hyperglycemia, and ultimately leading to the customer's death.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2026. Medtronic received notice of a device/product legal hold notification stated, customer passed away on (B)(6) 2020 and the reporter alleges that the use of one or more medtronic minimed insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries, hospitalization and death. The reporter alleged hyperglycemia, hypoglycemia, diabetic keto acidosis, pain, loss of consciousness issues due to usage of a recalled medtronic pump. The last known product(s) for this customer are as follows: mmt-332a, unomedical, mmt-1715k. Troubleshooting was not performed for deceased reporting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No product return is required for mmt-332a, unomedical, mmt-1715k.